Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 12 atms. No pt injuries or complications were reported. Pt status is reported as 'good'.